Event description:
Please reference: 2026095-2015-00127/15-00325(a), 2026095-2015-00129/15-00325(c) and 2026095-2015-00130/15-00325(d). Fill volume: 400ml, flow rate: 6ml/hr, procedure: interscalene continuous nerve block, cathplace: asku. A literature review was conducted and an incident of a patient reaction while using a pump was reported. The study reviewed was a longitudinal 8-year ((B)(6) 2005 - (B)(6) 2011) single center study that focused on ambulatory continuous peripheral nerve blocks (cpnbs) used on post-orthopedic surgery in pediatric patients. The pumps were connected in the pacu. Infusion rate was based on location of the catheter and patient's weight. All patients had an initial evaluation in the pacu by a physician or nurse practitioner from the pain service. The patient received a bolus of 30ml of 0.1% ropivacaine followed by an infusion 0.1% ropivacaine at 6ml/hr for 12 hours whereupon the patient complained of a metallic taste in the mouth and the catheter was clamped and removed and the symptoms resolved.

Manufacturer narrative:
(B)(4). Method: the device was reported as not available for return and analysis. The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted. However, a use review was conducted. Results: as the device and lot number were unavailable for analysis, no methods were performed. For this reason results cannot be obtained. A literature article was reviewed (gurnaney et al. Ambulatory continuous peripheral nerve blocks in children and adolescents: a longitudinal 8-year single center study. Anesthesia & analgesia. Mar 2014; vol 118, no 3: 621-627). Per the use review limited information was provided regarding the use conditions during the infusions; therefore, it cannot be determined if the device was used in accordance with the instructions for use or if user/facility conditions may have caused or contributed to these events. The instructions for use (IFU) specifies, "warning" "medications or fluids must be administered per instructions provided by the drug manufacturer. Physician is responsible for prescribing drug based on each patient¿s clinical status (such as age, body weight, disease state of patient, concomitant medications, etc.)." The IFU also specifies, "to avoid complications, use the lowest flow rate, volume and drug concentration required to produce the desired result." "It is the responsibility of the healthcare provider to modify patient guidelines provided with the pump as appropriate for your patients¿ clinical status and medication prescribed." Conclusions: the device was not returned to halyard for evaluation, therefore we are unable to determine the cause for the reported event. The IFU specifies, "warning" "medications or fluids must be administered per instructions provided by the drug manufacturer." Per the use review, based on information provided by the drug manufacturer, the medication may have caused or contributed to the reported incident of metallic taste in the mouth. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.